Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery. Additionally, the device inappropriately delivered this shock therapy due to supraventricular tachycardia (svt). A defibrillation threshold (dft) test was performed. The technical services (ts) discussed a concern for lead integrity and recommend a lead replacement. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Memory review noted a high voltage system fault for shock lead open. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery. Additionally, the device inappropriately delivered this shock therapy due to supraventricular tachycardia (svt). A defibrillation threshold (dft) test was performed. The technical services (ts) discussed a concern for lead integrity and recommend a lead replacement. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery. Additionally, the device inappropriately delivered this shock therapy due to supraventricular tachycardia (svt). A defibrillation threshold (dft) test was performed. The technical services (ts) discussed a concern for lead integrity and recommend a lead replacement. This ICD remains in service. No additional adverse patient effects were reported.